Event description:
During a pulmonary vein isolation procedure, the guidewire was unable to be removed from the patient. The guidewire would only advance a few centimeters past the end of the dilator. The introducer was replaced but a similar event occurred. Following removal of the introducer, the guidewire could not be retracted from the patient. An ultrasound was performed which revealed the guidewire had unraveled. A catheter was used to remove the guidewire and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of the dilator and guidewire damage was confirmed. The dilator distal tip had been split and the guidewire had been stretched. The guidewire outside diameter measurement was consistent with manufacturing specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip damage to the dilator and stretching of the guidewire is consistent with damage during use.